Manufacturer narrative:
Information from this event will be included in our complaint and MDR trend analysis.

Event description:
Consumer stated that tampon got stuck inside her. No injury or medical intervention needed was reported.